Event description:
Olympus was informed that during an unspecified procedure, the teflon pad melted (burnt) from the grasping section of the device. It was reported that nothing fell into the pt. However, the intended procedure was completed using another similar device. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info via telephone and in writing regarding the reported event, but with no results. The device referenced in this report has not been returned to olympus for eval. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage can result from continued activation of the output without tissue between the probe and the grasping section. If add'l info becomes available at a later time, this report will be supplemented accordingly.